Event description:
It was reported that the patient stated the pain she experienced before having the device implanted had returned a couple of months prior to the report. The physician felt the lead may have migrated, decreasing its therapeutic effect. During a lead revision, an xray of the lead appeared twisted around itself. On explant the lead had twisted around itself. A new lead was inserted. There were no injuries and the patient recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 309328, serial # unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID neu_stylet_acc, product type accessory. (B)(4). Analysis of the lead revealed that the outer insulation was twisted throughout the body of the lead. The lead was electrically ok. Analysis of the stylet revealed no anomalies.